Event description:
It was reported by the site that they could not interrogate the patient's device with the wand. When another wand was used, they could successfully interrogate it. After wiggling and squeezing the wand cord, they could finally interrogate the device.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.